Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) system exhibited undersensing on the right ventricular (rv) lead. Technical services (ts) reviewed and provided troubleshooting options. Ts suspected this to be more patient health related than a device performance, since signals seemed small and disorganized. This lead remains in service. No adverse patient effects were reported.